Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event in the morning the cgm reading was 88 mg/dl. The patient did not experience symptoms initially, but experienced vomiting after. The patient was not able to take a fingerstick, but did not provide any self-treatment for hypoglycemia. The patient´s wife decided to take the patient to the hospital in the afternoon and when a fingerstick was taken the cgm reading was 85 mg/dl, and the blood glucose reading was 398 mg/dl. The patient was treated with intravenous fluids. Besides that, bloodwork and a CT scan were done as the patient was also experiencing chest pain and rapid breathing at that time. The patient was diagnosed with diabetic ketoacidosis after the tests. The patient was discharged after 2 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values while the patient on the hospital fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
H2: correction. H6: medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.